Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported ultrasound image is only displaying half the image. It is reportedly displaying the same issue with two different probes.

Event description:
Biomed reported ultrasound image is only displaying half the image. It is reportedly displaying the same issue with two different probes.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of ultrasound image is only displaying half the image was confirmed. The warranty void label was punctured and it appears the customer opened the scanner. The scanner boots to a partial acoustic image due to separation between the control board and the analog board. The root cause of the reported problem is user related damage. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.